Event description:
It is reported that the pt was revised due to loosening of the acetabular shell.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it is reported that the device had been in vivo for approximately (B)(6). Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, and type of activity (low impact vs. High impact). There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.